Event description:
Impedance rise and noise were noted on the 6949 lead at device follow up.======================manufacturer response for ICD lead, sprint fidelis (per site reporter).======================the manufacturer agreed that the lead needed to be removed and replaced.